Manufacturer narrative:
The customer did not return the microlet lancets or pictures of lancets associated with the event for evaluation. Only visual assessment of lancets from archival samples and device history record (DHR) review were conducted. Lot number c09d3s associated with the event was packed in shelf box of 100. The archival samples were visually inspected and none of them contain a lancet without protective cap. Additionally, the DHR review indicated that there were no manufacturing errors for the lancets with lot number c09d3s.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
A customer called to report that two of the lancets from the box of the microlet lancets received by the customer did not have a protective cover on it. The customer accidentally pricked his finger with the uncovered lancet. However, no medical attention was required. A replacement meter kit was sent to the customer.